Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an acute aortic dissection using gore® tag® conformable thoracic stent grafts with active control system and gore® excluder® aaa endoprostheses. On an unknown date, CT examination confirmed a distal sine (stent graft-induced new entry) at the distal side of pla280300j. On (B)(6) 2021, a reintervention took place whereby additional stentgraft was implanted distally.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma.